Event description:
The customer reported that they had experienced a mist in the room where the sterrad nx is since the machine was installed. The customer stated that there were no physical symptoms reported related to the oil mist. The field service engineer (fse) repaired the unit.

Manufacturer narrative:
Oil mist - capital equipment, evaluated at customer site. The fse replaced the oil mist filter. This issue has been addressed with a customer letter related to correction & removal.